Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was detached. Impedance test showed no electrical issues with the device. Image test could not be performed due to the condition of the device. Based on the evidence, the as reported code of image lost cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the screen went dark when the device was used and nothing was displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached.